Event description:
On (B)(6) 2023, during a patient follow up unusual impedance measurements and lead artifact were observed. The patient underwent a lead revision on (B)(6) 2023.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.